Manufacturer narrative:
Block e: initial reporter facility name: (B)(6). Blockh6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the mid esophagus during a esophageal variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the first band could not be deployed. The physician attempted to deploy the second band; however, it was unsuccessful. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.